Event description:
Healthcare professional reported right side rupture per ultrasound implant exchange with concerns due to the product. Device has been explanted.

Manufacturer narrative:
Initial reporter: email - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician observed, "hole. Non-specific", during surgery.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening assessed, as fold flaw opening. Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: stress mark observed, on the device. Crease fold and wear abrasion observed, on the device. Black particles observed, on the device.